Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the optic and haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.50/1.5/095 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.